Manufacturer narrative:
Clarification to d6a: partial date of on (B)(6) 2015 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "soft to the touch". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: not observed openings in the provided photos. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later healthcare professional reported "discomfort, palpation of implant edges, breast deformity; implant rotation". The device was explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.